Event description:
It was reported that the device failed over temp. No additional information.

Event description:
Additional information was received indicating that the issue was discovered during semiannual inspection and therefore no patient was involved.

Manufacturer narrative:
Removed patient identifier as no patient was involved.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the over temp potentiometers (pot) on the printed circuit board (pcb) were damaged. Interlock block is stripped, cracked tank cover, and faded line cord. Wear and tear damaged enclosure. Functional testing found the over temp pot on the pcb was damaged so it cannot be adjusted. The root cause of the reported issue was found to be customer damage. Replaced the enclosure, tank cover, interlock block, plate clip, line cord, and front cover. Also upgraded the pcb, power switch, and retainer. Device passed all functional testing.